Event description:
It was reported that during procedure, below the knee, there was detachment of the rapid cross pta balloon. A 6fr sheath as used. The device was inspected prior to use and no issues were noted. The IFU was followed during preparation, procedure and post procedure. Resistance noted during delivery or withdrawal of the device to/from the lesion site, excessive force was not used. The detachment occurred on the proximal end of the device. The detached portion as successfully removed from the patient through the use of a snare.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.